Manufacturer narrative:
Physio-control provided customer parts info to replace cable. Further info was unavailable because reporter left the facility's employ and other employees at the facility stated they were unaware of the report.

Event description:
Found during inspection and testing. Customer called to report the device's defibrillation cable was damaged and wanted to purchase a replacement.